Event description:
Reuse technician sprayed in left eye with <0.7% formaldehyde solution while attempting to perform reuse on one dialyzer. Policy, procedures and device labeling (operators manual) require a minimum of four dialyzers to be processed at one time. Improper operation of the cart caused excess pressure resulting in a fluid line becoming unattached.